Event description:
It was reported that the customer received multiple occlusion alarms. Customer cleared the alarms and resumed insulin. Customer's blood glucose level was elevated, however, customer is new to pump therapy and is still establishing personal profile settings and basal rates. Reportedly, the cartridge had a different coloring - it appeared matte instead of shiny.

Manufacturer narrative:
Add'l lot number: m006959. The device has been received for eval. However, the eval is not yet complete. A supplemental report will be submitted upon completion of eval.